Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient information, patient treatment settings and patient photographs, which were provided. A lumenis healthcare professional reviewed the reported event details, patient photographs, and patient treatment settings. In a follow up phone call to the facility, additional information had been provided; this was the patient's fourth treatment for laser hair removal. The incident report stated that the patient's knees were observed to be two shades darker than her legs. The technician then documented decreasing the fluence because of this observation. The patient was treated with 12 joules, 100ms, and the chill tip was on at 1 hz. The patient complained of feeling a burning sensation on her thighs after 15 minutes of treatment. The technician observed the recently treated area to look a little "pink". Hydrocortisone area was prescribed. After reviewing all the available information, the lumenis healthcare professional had concluded that "lowering the fluence and performing a full treatment without a proper waiting period in skin types IV-vi would be a user error. If the patient's knees seemed to be darker than previous treatments or if the technician suspects recent sun exposure, the patient treatment (per protocol) should have been delayed at least 4-6 weeks. If a test spot is preformed the technician should wait at least 72 hours." There was no indication that a test spot had been performed. A review of the subject device service records shows that a lumenis technical expert visited the site between july and november 2016; each time verifying that the subject device operated to manufacture specifications. No device malfunction was reported or observed during that time period. Subject device malfunction is not the suspected cause of the event reported. A review of lightsheer desire product risk file reveals "excess energy due to improper parameter settings for treatment" as an anticipated risk (# 1.1.5.1 in risk file 1000577_n). The risk has been quantified, characterized and documented as acceptable within a full risk assessment, therefore no corrective and/or preventive action is required. A review of subject device labeling (um-1003394) revealed the following: "warning - perform test spots on patients and assess skin response before performing a full treatment. Side effects may not develop until several days following exposure. Test spots prior to treatment are done to determine the maximal tolerated dose for untanned skin types I-IV; wait at least 15-30 minutes after the test spot to observe tissue reaction. For skin types v-vi and acceptable tanned skin, wait at least 48-72 hours after test spots to observe tissue reaction. Always allow adequate time between test spot and actual treatment." This complaint has been determined to be reportable, per MDR decision tree, as a serious injury was reported, and medical intervention was required to preclude permanent impairment. Based on the information at hand, lumenis concluded the most probable cause of the reported event to be device operator failure to follow subject device IFU.

Event description:
On august 29, 2018 lumenis received an email from a user facility in which a patient is claiming that their upper front thigh was burned following a hair removal treatment with a lumenis lightsheer desire. The user facility further reported that this patient's treatment was performed on (B)(6) 2016, following three previous treatments with the same settings. The user at the time noticed the patient's knees were two shades darker and adjusted the settings by lowering the power. After fifteen minutes of the treatment being completed the patient felt a burning sensation on her front upper thighs. Hydrocodone cream was applied. A review of the user facility's historical complaint records does not reveal any record of this event ever having been reported to lumenis. Although the alleged incident occurred on (B)(6) 2016, lumenis was first made aware of this incident on august 29, 2018 (almost two years later).